Event description:
It was reported that prior to use the device was sticking out of the side of the pouch. The device being used was a flexima nephrostomy catheter. The site reported that prior to use, when unpacking the device, the pouch was damaged and the device was sticking out of the side. This could compromise the sterility of the device. The procedure was completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.